Manufacturer narrative:
Product has not been returned.

Event description:
Their customer sent pictures , units have scratches and are flaking . 10-24-2024- spoke with doctor anderson and he indicated that the surface has scratches and when compared with other gomco clamps they did notice a difference in the emblem font , he also noted that there was extended bleeding with a patient but also noted that it was nothing serious , but required extend monitoring .